Manufacturer narrative:
The country of origin is (B)(6). The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Linearity tests were performed on all meters with acceptable results. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant glucose result with accu-chek inform ii meter serial numbers (B)(4) for 1 patient. It was noted that the patient typically had a history of slightly low blood glucose, but the patient did not show any symptoms of hypoglycemia. The staff also tried to obtain venous sample but was unable to do so as the patient's right hand is in a cast.